Manufacturer narrative:
The device was received at the MFR, however, the complaint could not be confirmed as the device was seized. Internal components were evaluated which revealed corroded bearings in the motor assembly. Corroded bearings can increase the friction among the rotating components of the device which can result in generation of heat.

Event description:
Customer stated that the device overheated during a procedures a backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.